Event description:
The customer reported the epiq cvx ultrasound system motion button was not responding or locking the control panel. Since it was unknown if this involved an unlocked control panel swivel found while the system was being transported, this event will be conservatively reported. The suspected failure would have occurred outside of clinical use and there was no patient or user was harmed as a result of the issue. The service engineer inspected the system confirming the motion button was not working. The control panel front handle assembly was replaced to return the system to full functionality.

Manufacturer narrative:
This event was inadvertently reported as an unlocked control panel, unknown if the system was being transported at the time of the failure. It was discovered the system was stationary at the time of the failure. This is not likely to cause or contribute to a serious injury.